Event description:
During a permanent scs system implant procedure, the surgeon assessed the epidural space with loss of resistance and thought he was sub-q. He pushed the epidural needle from the lead kit and got back quite a bit of cerebrospinal fluid. The physician continued with the attempt to place the lead but was unable to due to pt anatomy. The physician performed a blood patch. The pt did not report any headaches or symptoms. The pt remained asymptomatic and was later discharged.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.